Event description:
The customer reported that the distal end sheath was broken. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found that the distal end was broken and loose. This report is being submitted for the malfunction found during evaluation (distal end broken and loose). There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the distal end was found to be broken and loose due to excessive force being applied. In addition, service found that the bending section cover leaked, the bending tube was deformed, and there were broken fibers in the light guide and image guide bundles which affected the image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The aware date should be 18-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause is unable to be determined. The likely cause of the event is due to stress. The event can be detected/prevented by following the instructions for use (IFU) which state: ·do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end as visual irregularities may result. Olympus will continue to monitor field performance for this device.